Event description:
Reporter stated she spoke to manufacturer and informed them that she had received an electrical burn from her heartrak smart lead. The manufacturer told her that she had an allergic reaction. The reporter said she went to her doctor who said that she had a burn that was healing fine. Reporter also mentioned discolorization on the lead.